Event description:
It was reported the pt's ipg gets hot while recharging and after turning it on. The pt stated she has to turn off her ipg after one hour because it becomes too hot and painful. No further info is available at this time as all attempts to obtain f/u have been unsuccessful. On (B)(6) 2012, st. Jude medical (B)(4), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory and field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.